Manufacturer narrative:
Product analysis :visual and optical examination of instrument confirms tip of the tap is cracked; he crack is ~2-3 mm in length and splayed out in two axes. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, intra-op,the tap was splayed on the end. The product came in contact with the patient. No patient complications were reported as a result of this event.